Event description:
The device was returned without any info.

Manufacturer narrative:
Eval summary: the analysis results found that the ace36p device was received with the blade cracked. The location of the break is inside the tube proximal to tissue pad. During functional testing on a generator, the device gave an error code 5. The analysis concluded that the blade cracked due to contact with the outer tube. The batch history records were reviewed with no anomalies noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.